Manufacturer narrative:
The device was returned and the evaluation found a contributing finding of characters were missing on the rear panel. The user facility was contacted to obtain additional information and to check the status of the subject device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit's display disappeared and alarm sounded due to faulty printed circuit board. The customer reported that after the surgery, the air supply stopped and the pneumoperitoneum tube and trocar remained connected until the equipment was put away. The display then disappeared and the alarm sounded. When the power was turned off, alarm stopped, but when powered on, it sounded again. The issue occurred during reprocessing and the patient was not affected nor was there a delay. The procedure was able to be completed using the same set of equipment.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the failure of the cr [circuit] board. A further cause of this failure could not be specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.